Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested from the surgeon. This report will be updated when the investigation is complete.

Event description:
Allegedly the implant was too dorsal and dislodged.

Event description:
Allegedly the implant cracked.

Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend. The product was not returned.

Manufacturer narrative:
Corrected data / additional information received (B)(4) 2011. The implant was too dorsal instead of center and dislodged. The implant was not broken.